Event description:
It was reported that a patient had a 3.0x23 mm rx xience prime stent and an unspecified size rx xience prime stent implanted on (B)(6) 2010 and prior to the initial procedure the patient experienced chest pain, angina, and shortness of breath. On (B)(6) 2015, angiography was performed due to the patient experiencing angina and possible in-segment in-stent restenosis was noted in the implanted 3.0x23 mm rx xience prime stent. Reportedly, the in-stent restenosis was confirmed to only be present at the distal end of the 3.0x23 mm rx xience prime stent. The patient was compliant with dual antiplatelet drug therapy for 12 months post percutaneous coronary intervention and then remained only on aspirin. Reportedly, the lesion was just distal to a proximally implanted stent in a saphenous vein graft to mid circumflex artery with mild tortuosity, no calcification and 90% stenosis. The decision was made to treat the restenosis/lesion with another xience stent. A 2.5x12 mm rx trek dilatation catheter was prepped per the instructions for use without any issues noted. The dilatation catheter was advanced without resistance for pre-dilatation and the balloon was inflated; however, the balloon did not start to inflate until approximately 10 atmospheres. Once the balloon reached full inflation, the balloon would not deflate. Reportedly, negative pressure was held for 5 seconds to deflate the balloon. Several unsuccessful attempts were made with the indeflator as well as syringes to deflate the balloon. The balloon was able to be partially deflated and the dilatation catheter was withdrawn, with the balloon still inflated, from the artery and through the guiding catheter with some resistance.

Manufacturer narrative:
(B)(4). A xience xpedition stent was then implanted and the case was completed. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided. The 2.5x12 mm rx trek dilatation catheter referenced is filed under a separate medwatch MFR number. There was no reported device malfunction and the device was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Stenosis and angina are listed in the xience prime, xience prime small vessel (sv) and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.